Event description:
It was reported that the bd maxzero¿ needle-free valve experienced blockage. The following information was provided by the initial reporter: customer not able to pressure inject through maxzero connector.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: one photo was returned by the customer. It was reported that the maxzero connector was not able to pressure inject, causing the machine to pressure out. The returned photo shows a monitor screen, however this does not verify the complaint. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000 because a lot number is unknown. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the bd maxzero¿ needle-free valve experienced blockage. The following information was provided by the initial reporter: customer not able to pressure inject through maxzero connector.